Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective change out procedure, this lead exhibited high out of range shocking impedance measurements when attached to the competitive device. Since the lead's shock impedance measurements with the previous boston scientific device had been within normal range, the physician performed defibrillation threshold (dft) testing. Using the bust method the patient was induced into fibrillation, but was unable to be converted and the shock impedance still measured greater than 200 ohms. Subsequently the right ventricular (rv) patch was replaced with a lead. No adverse patient effects were reported.